Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2007, the patient underwent stenting of the distal rca (pre-dilated) with a xience v stent. In 2009, the patient experienced unstable angina and was hospitalized. A diagnostic coronary angiogram was performed which revealed 100% stenosis within the target lesion. The patient's cardiac enzymes were elevated and the patient was diagnosed with a non q-wave myocardial infarction. Two days later, the patient underwent revascularization of the distal rca with balloon angioplasty and stenting with another companies device. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Angina, stenosis, and mi are all known possible outcomes of coronary stenting, as listed in the device IFU as potential adverse events. There was no note of any difficulties experienced during the index procedure. It is possible that the stenosis or mi contributed to the elevated cardiac enzymes and angina experienced. Although a cause of the patient effects and the relationship to the device cannot be determined, there are no indications that a product deficiency contributed to the patient effects.